Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the emergency room due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer experienced symptoms such as weakness and vomiting. The customer was treated with manual injection and fluid medications. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event and based on customer report customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.